Manufacturer narrative:
Device available for evaluation this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient complained of pain and had increased cocr levels (as per surgeon).on revision of the shell, liner and head the surgeon reported there was no obvious cause but noted metalosis and corrosion to the neck of the stem.

Manufacturer narrative:
Conclusion and justification status: the complaint states thjr liner and head revision. Patient complained of pain and had increased cocr levels (as per surgeon).on revision of the shell, liner and head the surgeon reported there was no obvious cause but noted metallosis and corrosion to the neck of the stem. He also reported that the positioning of the implants was satisfactory. Shell, liner and head removed and new shell, liner and head implanted. No delay to surgery, no adverse event. A complaint database search and review of manufacturing records did not identify any anomalies. The lab report and products were reviewed by bioengineering and a report was received stating; lab report (B)(4) was reviewed and 2 wear patches were identified on the liner. The wear scar on the head was on the pole which is unusual. It may suggest the pole of the head is contacting the liner. It is difficult to see why this would occur during normal use. It is not possible to state what occurred from the information given. The complainant reports positioning of the devices was satisfactory and does not note damage to the stem. No x-rays were provided for review. It is unlikely that there was a manufacturing defect. No further work required. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables e.g. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.